Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was found to have an issue with the upper display. Specifically, the upper display had one line down the right side of the display. There was no patient involvement and no adverse event reported. Related to tw (B)(4) (damaged fiber optic connector) & (B)(4).

Manufacturer narrative:
The fse that encountered the issue replaced the upper display assembly (0160-00-0127). The fse completed the pm with full calibration, all functional, and safety checks to meet factory specifications. Additionally, the fse installed a new pair of batteries (0146-00-0097). The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).